Event description:
It was reported that the packaging for a 450cc mentor cpx 4 breast tissue expander with suture tabs was opened and the expander was missing from the sterile implant tray during a breast reconstruction surgery. The surgery commenced without any reported delays and a new implant was used to complete the implantation. No adverse events, patient harms, or patient consequences were reported.

Manufacturer narrative:
The complaint packaging has been discarded. As a result, no failure analysis can be conducted, and the malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).